Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for complaint: capsular contracture baker grade IV.

Event description:
Argentina. Allegedly, a patient, was diagnosed with a capsular contracture baker grade IV in her right breast (sn:(B)(6). A revision surgery is scheduled.